Manufacturer narrative:
The investigation of introducer damage ¿ mechanical and access site bleeding has been completed. The impella cp and 14fr x 13cm introducer were returned for evaluation. Introducer damage - mechanical: 14fr x 13cm introducer was returned for evaluation. Upon visual inspection, no abnormalities were observed on the introducer. The introducer was able to hold pressure up to approximately 380mmhg. The introducer was also leak tested with a catheter inserted into the hemostatic valve and the introducer was able to hold pressure up to approximately 215mmhg. Clinical details noted that bleeding around catheter was observed from the introducer valve and when the repositioning sheath was inserted through the introducer valve over the catheter, the bleeding stopped. It was also noted that the catheter was observed to be inserted slightly above the center of the sheath membrane. No problem was found with the returned introducer as no sheath damage was found and the introducer operated to specification during leak testing. Access site bleeding - major: clinical details noted that patient was bleeding from the hemostatic valve with pump inserted. Once repositioning sheath was inserted through the hemostatic valve, the bleeding subsided. It was also noted that the catheter was observed to be inserted slightly above the center of the sheath membrane. The root cause of the access site bleeding was use related as the bleeding occurred from a biased catheter. D9 device returned to manufacturer date added h6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28826.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient presented for a planned percutaneous axillary cp for high risk cardiac procedure. It was reported that after the impella cp was in, they noticed bleeding from the membrane in the 14 french by 30 cm sheath. Placing the repositioning sheath through the 14 french sheath resolved the bleeding. Upon removal the 14 french peel away sheath was inspected and noticed a slash in the membrane of the sheath. There was no patient harm as a result.